Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 10/06/2009 that a customer had an tissue with a scd knee length sleeve. Customer states that bruising was observed on the operative limb of a patient that had a bilateral knee replacement.